Manufacturer narrative:
G4:21apr2021. B4:27apr2021. H11: it was confirmed there was no ¿cooling fan speed error.¿ however, there was a ¿pressure regulation high error¿ and ¿system shutdown¿ in the diagnostic error report (drpt). The remote service engineer (rse) confirmed the ¿system shutdown¿ codes were for informational purposes and will occur any time the unit is turned on or off as part of normal operation. They require no action on the be behalf of the user. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:02mar2021. B4:13mar2021. The remote service engineer (rse) confirmed the "cool fan speed error" and "system shutdown" error codes are for informational purposes only and occur any time the unit is turned on or off as part of normal operation. They require no action on behalf of the user. The remote service engineer (rse) performed a full test and verification to ensure no additional problems were present. The unit was approved for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
The customer reported the unit shut down while in use. The customer advised is not trained on the unit. The device was in clinical use when the issue was discovered; however, no patient or user harm was reported. The customer confirmed diagnostic error codes consistent with cool fan speed error" and "system shutdown."